Event description:
On (B)(6) 2010, patient's diabetes educator (de) reported patient is in the hospital with higher than normal readings. Diabetes educator stated patient might need to change his basal rates, but she does not know how to do that. Advised could assist with this. Diabetes educator requested assistance with downloading information from the patient's infusion device to her computer, but she does not know how. Diabetes educator stated she does not have the palm desktop or pocket compass 4.0. Advised it could be ordered for her. Diabetes educator reported it would not be worth it, because the patient won't be in the hospital by that point. Patient's target blood glucose range is 80-130 mg/dl. Will contact patient for troubleshooting. Several attempts to contact patient were unsuccessful. Unable to troubleshoot. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.